Event description:
It was reported that the right ventricular (rv) lead dislodged twice during an attempted implant, shortly after the slitting process. Another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).